Event description:
A report was received that the patient was having trouble charging the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was having trouble charging the ipg. The patient underwent an explant procedure.